Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for routine follow-up, strips revealed competitive atrial pacing due to auto mode switching episodes. The recommended programming change was made. The patient will be monitored with routine follow-up.

Event description:
New information received states the device was explanted and replaced. No further information is available.

Manufacturer narrative:
The device was tested on the bench and no anomaly was found.